Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one ear of the distal clevis to be broken off and missing. The missing piece measures approximately .281 inches by .240 inches. The conductor wire cap was also found to be missing. Electrical continuity passed. Multiple attemps to obtain further information from the site regarding the patient status has been made however at the time of this report the site has not responded.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the yellow housing on the tip of the permenant cautery hook instrument broke and fell into the patient. The surgeon was unable to retrieve the broken piece. The planned surgical procedure was completed and no patient complications, harm, injury or adverse outcome was reported.